Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming no flow out. They stated that they would forget to remove the clamp on the patient extension tube and that the pump would not alarm. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).